Manufacturer narrative:
Correction to initial emdr in blocks f10 and h6.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure, the patient said that the ipg wasn't sitting right after she lost a lot of weight, and it was uncomfortable. The patient is doing well post operatively and the device will not be returned as it was disposed per facility.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure, the patient said that the ipg wasn't sitting right after she lost a lot of weight, and it was uncomfortable. The patient is doing well post operatively and the device will not be returned as it was disposed per facility.